Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for unrelated symptoms. Upon interrogation, it was discovered that the left ventricular lead was capturing the left atrium and not left ventricle. It also appeared in x ray that the lead had appeared to pull back into the main body of the cs. Lead replacement was discussed. The patient was stable.

Event description:
New information states that the lead was not capturing. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.

Event description:
New information states that the lead was turned off. The patient was stable.

Event description:
The lead did not pace because the patient's subclavian vein was too stenotic. An epicardial lead was placed.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. The reported event for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional info: b5, b7, d10.